Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the ground pin had snapped off of the power plug. The fse replaced the ac power cord reel assembly and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he discovered that the cardiosave intra-aortic balloon pump (iabp) had a ground pin on the ac power plug which was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Full name of initial reporter: (B)(6).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a ground pin on the ac power plug which was broken. There was no patient involvement, and no adverse event reported.